Event description:
Customer reported the insulin pump alarmed no delivery. Customer changed infusion set five times and the device kept alarming. Customer's blood glucose was 376 mg/dl and went up to 515 mg/dl. The sixth infusion set the insulin pump worked. Customer reported she did the high pressure test and ran insulin through the tubing and device function correctly. Customer stated the issue might be with her body. Customer blood glucose was at 388 mg/dl. Troubleshooting was not performed since customer was able to resolve with set change. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.